Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation results are as follows: the reported failure was confirmed on the slave actuator. The slave actuator shaft was bent. Per engineering, the excess run out (.035 tir) of the actuator shaft at the mounting interface with the encoder caused the encoder tether to flex beyond acceptable limits. This flexing caused excess stress in the tether which resulted in a fatigue failure of the tether. The run out was measured on several engineering actuators and found the maximum run out at the encoder mounting surface to be .0045 tir. This actuator will be scrapped. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the customer experienced repeated recoverable system errors. After multiple attempts to recover from the errors, the surgeon decided to convert to another da vinci to complete the planned surgical procedure. There were no allegations of any patient injuries. The intuitive surgical, inc. (Isi) technical support engineer instructed the customer to perform an emergency power off, cycle the power breaker on the patient side cart (psc), and to reboot the system but the system errors persisted. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported system faults. When the fse raised the column on the psc the repeated recoverable system errors occurred. It was determined that the motor mount, axis 1 motor, encoder and slave actuator needed to be replaced to correct the system error. The slave actuator is a lead screw that is rotated by a motor to move the boom.